Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the pump was working for about a year but then the healthcare provider (hcp) had to keep raising the drug and no pain relief was noticed. The caller stated that the patient was thinking about having the pump removed but after the catheter was checked it was found that it was not in the proper place so it was replaced. No further complications have been reported as a result of this event.